Event description:
Meter would not power on. Medical affairs spoke to the patient and obtained/verified the following information: the patient stated that the last time they tested on meter was on a sunday. Patient reported it took a while to obtain a result because the meter was prompting a clean test area message. Patient does not recall the result. The following monday, patient reported feeling shaky, sleepy, and a little disoriented. Patient attempted to tests, but was unable. Patient was taken to the hospital but does not remember if they tested blood sugar. Patient was given something to eat and drink. The patient reported that they took insulin that morning based on how patient was feeling. Patient did recall the amount and type of insulin that they took. The batteries were correctly installed, the battery contacts were in good condition, and the battery was less than 1 year old. Based on the information provided, there is evidence of a meter malfunction, however, there is no indication that the meter contributed to a serious injury; the result at the hospital was not provided. A replacement meter has been sent to the patient.